Manufacturer narrative:
(B)(4). Batch # unk. Date of event is unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a video assisted wedge resection thoracic procedure, the stapler would not fire and it would not unlock. The device was locked on tissue with the jaws closed. Unknown if the jaws eventually opened, unknown how the device was removed from the tissue, unknown if troubleshooting steps were attempted, and there were no reports of tissue being torn by the device. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # t5aw06. Investigation summary: the analysis found that one pcee45a device was returned with no apparent damage and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.